Event description:
It was reported the physician determined the pt's ipg was inoperable. Subsequently, the pt underwent surgical intervention on (B)(6) 2014 and the ipg was explanted and replaced.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.